Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the conductor coils were deformed 300 and 510 mm from the terminal pin; most likely due to a grabbing tool. Additionally, there was a cut in the polyurethane at 543, 548 mm from the terminal pin, due to removal of the suture sleeve. Electrically, the lead was found to be within normal limits.

Event description:
Boston scientific crm received information this patient had undergone knee surgery. During the post operative evaluation, an x-ray was performed and the technician instructed the patient to perform a lot of stretching and movement. Following the x-ray, diaphragmatic stimulation began. The physician then programmed off the left ventricular pacing and attempted to reposition the lead. However, the lead was leaking fluid from the side at about the mid point of the lead when the lead was flushed. Therefore, the lead was explanted and replaced. No adverse patient effects were reported.